Event description:
It was reported the lcd monitor power turned off. The issue occurred during an unspecified therapeutic procedure causing a delay until a new monitor was obtained. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause is presumed to be a failure of the power supply unit. Olympus will continue to monitor field performance for this device.